Event description:
During initial implant procedure the stylet was unable to advance down the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet into the lead was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. Visual inspection found bunching up of the inner coil inside the connector region. X-ray inspection found bunched up of the inner coil consistent with procedural damage. The cause of the reported event was isolated to bunching of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.